Event description:
It was reported that the patient underwent a posterior cervical fusion surgery at the c5-7 on (B)(6) 2002. It was reported that on (B)(6), 2002 the patient underwent a second surgical procedure for the removal and replacement of mass screw of left c5-6 and placement of rhbmp-2/acs and cancellous bone and refusion of left c6-7. After the second surgery, her neck pain did not subside. Patient now suffers from injuries including difficulty standing, chronic neck pain, incapacitating pain, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on: (B)(6) 2002, the patient presented with pre-operative diagnosis of potential pseudoarthrosis of the left c6-7 facet. The patient underwent following procedure: exploration of left sided lateral mass fusion, removal and replacement of left c6 lateral mass screw removal of left c5, lateral mass screw removal and placement of rhbmp-2/acs and cancellous bone left and refusion of left c6-7 facet with placement of rhbmp-2/acs and cancellous bone. Per op-notes, "... The surgeon was able to visualize where the rod had pulled out from the screw and was pushing on the screw and actually the facet seemed to be somewhat widened. The surgeon was able to remove the screw and the left side of the facet did move somewhat and it was clear that it was not fused. The surgeon removed the tops of the screws at c5 and c6 and removed the longitudinal member. C5-6 was clearly fused and because of this the surgeon removed the c5 screw. The surgeon was then at c6-7. The decision was then made to refuse this. The surgeon placed a longer 3.5 x 14 mm screw back into the hole at c7. The surgeon then roughed up the facet again. The surgeon admitted an rhbmp-2 collagen sponge. The surgeon placed some cancelluos bone chips in and packed this into the now decorticated c6-7 facet. The surgeon replaced a rod over c6-7.."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient has also developed ectopic bone growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.